Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient had intrathecal therapy (it) medication side effects of dizziness. The action taken on (B)(6) 2015 was to reprogram the medications. The pump session data noted a motor stall occurred on (B)(6) 2015 at 11:15 and a motor stall recovery occurred 1 hour and 9 minutes later at 12:24. The event was reported to not be related to the device. The event was deemed non-serious with mild severity. The event was ongoing as of (B)(6) 2015. The cause of the motor stall was not reported. The pump was used to infuse dilaudid, bupivacaine, clonidine, and compounded baclofen.